Event description:
The customer initially reported that during a hysterectomy, the device stopped cutting. Another device was opened to complete the procedure w/o incident. There was no pt injury. The incident device was returned and a visual inspection revealed that the knife webbing was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. The knife was still within the jaws, but the webbing was broken and protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal plate. Reports of the knife hitting the back of the seal plate are being investigated. No pt injuries have been reported as a result of these complaints.